Manufacturer narrative:
(B)(4). The device associated with this report was not returned. The product lot code was not provided. A complaint database search on the provided product code family identified similar complaints. The reported breakage is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. The investigation could not draw any conclusions about the current reported event without the device to examine. CAPA-(B)(4) was previously initiated to identify root cause of insert trial breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The attune articulating surface broke on the anterior portion.